Manufacturer narrative:
The customer was sent a replacement transformer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The cause of the breach in the rev p transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to medela customer service on (B)(6) 2016 that the transformer housing for her pump in style advanced (pnsa) starter breast pump had fallen apart, indicating a breach.

Manufacturer narrative:
The pump in style advanced breast pump power supply was evaluated. The evaluation confirmed that the power supply housing was breached; however, it revealed that the power supply was a rev n, not rev p, as originally reported. The issue with a damaged rev n power supply for the pump in style device was addressed in investigation ir13-0154, which was trended as part of the effectiveness check for ir12-0037, which found that the power supplies were being damaged during shipment from the manufacturer to medela. As a part of routine continuous improvement activities, the rev n power supply was replaced with a rev p power supply, manufactured under a revised design and by a different manufacturer.